Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager failure prevented recovery of failed storage spaces. The system displayed a failed drawer; however, no recovery option was available to proceed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed to let recover failed storage space. A field service engineer removed the latch, cleaned it, and applied conductive grease. The fse powered on the station, entered diagnostics, and confirming the door opened and closed without issues, verified proper operation through application testing, where the door successfully opened during inventory count and registered closed correctly. The system functioned as intended after the field service engineer repaired the device.